Event description:
The customer reported to olympus during preparation for use, connection error when hooking up the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a faulty scope socket. The locking mechanism and scope detection slide are not functioning. This is causing the front panel to blink constantly. The connected scope also displayed a b30 (scope communication error) and 500 or more hours (non-olympus lamp). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to poor contact with the scope connector contacts and loose connector connections. Olympus will continue to monitor field performance for this device.